Manufacturer narrative:
Mitek is awaiting receipt of the complaint device and is also in the information gathering mode. When all of this comes together and is evaluated, those conclusions will be reflected in the follow up report.

Event description:
Our rep is reporting that a patient had an acl repair in 2008 with the use of a bio intrafix sheath and screw for fixation. At some point, subsequent to this, the patient had an adverse reaction (not defined). It was determined to re-visit the site in 2009. At this procedure, the surgeon did some debridement, cites infection found, noted that the "screw and sheath" were found un-attached and in pieces, acl was healed and intact. The surgeon removed the fixation fragments and completed the procedure. At this point in time, this is all of the information made available to mitek. There are questions out asking for further details and clarity. See also associated MDR 1221934-2009-00199.